Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported constant upstream occlusions which was reproduced. A review of the event history log identified multiple upstream occlusion alarms. The cause was determined to be failed ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant upstream occlusions. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.